Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain and spinal pain. The patient reported that they have spoken to 3 different manufacturing representative (reps) and none of them can help them. The patient stated that their device seems to start and then stop in exact rhythm with their heartbeat/pulse. They indicated that they basically only feel stimulation half of the time. The patient mentioned this is a strange sensation, as they would rather either have the stimulation on or off at this point. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID neu_ens_stimulator, lot# serial# unknown, product type: external neurostimulator. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-07-20. It was reported that the device did the same thing during the trial in (B)(6) 2017. They reported this to 3 different representative who had not heard of this strange occurrence. The device issue of starting and stopping to the rhythm of the heartbeat/pulse occurred constantly. It effectively ¿turns off¿ with the rhythm of their heart, so they essentially only feel stimulation as a constant on/off cycle that repeats over and over. The issue was not resolved. The patient did not believe it was actually the device itself, but maybe something in the programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.